Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device alarmed constant/ false downstream occlusion. The cause was identified to be an out of calibration force sensor which was calibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed constant/ false downstream occlusion. No additional information is available.